Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure and an obturator sling was implanted. The patient experienced undisclosed injuries, pain and additional medical procedures following the procedure. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and uterine bleeding and an obturator sling was implanted on (B)(4) 2007. Concomittantly, the patient underwent a dilation and curettage and an endometrial ablation procedure. The patient experienced dyspareunia, bladder spasms, urinary incontinence, vaginal discharge, erosion and uterovaginal fistulas after implantation. The patient underwent mesh removal procedures on (B)(6) 2009 and on (B)(6) 2009. The patient underwent additional surgery on (B)(6) 2010 for uterovaginal fistula removal and vaginal reconstruction. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/8/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal cyst and persistent leakage.